Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet pump, with repeated attempts resulting in a pairing failed message; the event is consistent with an intermittent communication failure involving the antenna/electrical and magnetic components of the interoperating systems. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with an intermittent communication failure, with involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.